Manufacturer narrative:
Analysis of this device is pending, upon completion a final report will be submitted.

Event description:
Boston scientific received information over 8 years ago shortly after the implant of this device, the atrial lead associated with this device displayed poor sensing measurements. During a procedure, the distal setscrews of the atrial channel were found to be loose. The physician elected to apply silicone sealant to the leads in an effort to secure the leads in the header. The system remained implanted until recently, a procedure was performed to explant the device due to normal battery depletion and was returned for analysis. No further allegations or adverse patients were reported since the initial allegation.